Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bypass procedure, while suturing with an instrument, when passing through the loop, ¿it opened up as the pulled it down to lock¿. There was no patient injury.